Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported loss of integration. Upon receipt of product, it was noticed that the implant is fractured.

Manufacturer narrative:
Zimmer biomet complaint number(B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. An unknown biomet screw and osseotite® implant 3.75 x 15mm (oss315) and unknown biomet implant were returned for investigation. Visual inspection of the as returned products identified worn markings due to usage and a fracture on the collar. One implant has a unknown biomet screw fractured inside. Device history record (DHR) review could not be performed, as the lot numbers associated with the reported unknown biomet screw and unknown biomet implant products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for unknown biomet implant based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.